Event description:
The patient was being prepared for removasl of brain tumor. The mayfield skullclamp was applied while the patient was in a supline position. The patient was moved to a prone position with the skull clamp supporting the head. Following the positioning, the surgeon noticed a 2.5 cm laceration at one of the pin sites. The wound was cleaned and sutured. The same clamp was reapplied and the surgery continued without further incident. The skull clamp and disposable pins were examined by clinical engineering. The pins appeared to be in good condition and the skull clamp passed performace ests. The caused of this event could not be determined. The surgeon has alleged that the disposable pins are responsible for the slippage. The disposable pins have been returned to the manufacturer for evaluationdevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-mar-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, performance tests performed, visual examination. Results of evaluation: none or unknown, incorrect technique/procedure, unanticipated short term complication of procedure. Conclusion: no failure detected and product within specification, user error contributed to event. Certainty of device as cause of or contributor to event: maybe. Corrective actions: user education provided, inserviced by manufacturer/distributor representative. Invalid data - on device destroyed/disposed of status.